Event description:
Severe pain in legs and feet [pain in extremity], numbing in legs [hypoaesthesia], terrible pain with injections [injection site pain], synvisc not administered exactly into the knee joint [drug administered at inappropriate site]. Spontaneous report received on 08/29/2009 and 09/11/2009 from a female pt, initials (B)(6), whose relevant medical history included previous synvisc injections (3 injections every 6 months) for approx 8 yrs. The pt's most recent course of synvisc injections was received into an unk knee on unk dates. After her last injection, the pt experienced terrible pain in the legs and feet. She stated that she immediately knew that the "knee joint was missed." She never related her leg pains to the synvisc injections that she has been receiving, but stated that if the injection has not been administered "in exactly the right spot," then there has been severe pain in the legs. Following her last injection the pt tried to book an appointment with her physician, but he was on vacation and the office was booked for appts. She planned on letting him know of her events during her next visit. The pt was unsure if the events could be damaging nerves or muscles. She also stated that she would never get the "one-shot synvisc" since she could "only imagine what the pain would be like," if it was not injected into the right spot. On 09/11/2009, add'l info was received from the pt. She stated that she had "numbing" and pain in the legs after her synvisc injections and she needed cortisone shots in the leg to help ease the pain. No further info was provided. As of the date of this report, the pt outcome was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.